Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked on (B)(6) 2024, at 11:00 a.m., during an intravenous (IV) needle puncture for a patient, there was fluid leakage and blood return from the soft tip of the indwelling needle, and the IV needle was promptly removed and explained accordingly with the patient's hypothesis.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review (lot#: 3262379). 1) this batch of products were assembled at intima ii auto line 2 in november 2023, and packaged at r240 package line and cfs package line in november 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number: 3158043, 3158044). 2. No defective samples and photos have been received, and the damage status of the front end of the catheter cannot be identified. 3. Take the retained sample of this batch for 45psi leakage test , and no leakage is found at the catheter. 4. During the puncture, the patient's arm is tied tightly, which will cause greater pressure in the blood vessel. At this time, if the catheter is damaged, it will cause leakage and blood back up. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the defective sample is not received for analysis and confirmation, and the usage of the sample is unknown, the root cause of the leakage from the front end of the catheter and blood back up during puncture cannot be determined.